Event description:
A hospital in (B)(6) reported via our distributor that water leaked at the connection of the bag spike and water feed tube of an mr290 humidification chamber after a few days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the complaint feedset tube and water bag spike revealed that they had become separated from each other. Closer inspection revealed that there was sufficient glue on the feedset tube but the glue was no longer bonding. A lot check revealed no other complaints of this nature for lot 121212. Conclusion: we were unable to determine the cause of the reported fault, although past investigations have shown that the problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. Although there was adequate glue on the feedset tube/spike connection, the glue was not bonding. As the malfunction occurred after several days of use, we can conclude that the spike became loose after start of use, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).